Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info that the customer loaded 150 units of insulin into his cartridge, but the gauge only displayed 55 units. This issue had no impact on the customer's blood glucose levels.